Event description:
It was reported that motor not running alarm event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed good condition with no appearance of any physical damaged. Motor not running was found during occlusion test. The root cause of the reported issue was found to be stepper motor does not operate as intended. Actions taken to mitigate the reported issue: pump will be converted into a loaner.